Manufacturer narrative:
Received for evaluation at medtronic¿s danvers was one inflation device with no original packaging. The device appears to have been used; the needle was received at zero and the device exhibited some blood stains and what appears to be contrast media in the syringe body, also the gauge was fully engaged to the syringe body. The device was preliminary tested at our lab as received, the needle did not move under vacuum or under pressure. The gauge was removed from the syringe body and using an in house gauge was assembled in line with the returned defective gauge resulting in no movement on the returned gauge, but movement was noted immediately in the in house gauge. Closer visual inspection of the filter in the gauge bore was cleaned with no signs of obstruction. The gage was sent to the supplier for further evaluation. In-process inspection results reported on DHR of the affected lot show evidence that no failures were detected; results were acceptable according with the requirements of in-process inspection procedures. The complaint investigation is confirmed for defective manometer. It was determined that the most likely reason for the gauge failure was the presence of the resin in the mechanism in the inner parts of the manometer. Ft-ir results determined the substance was turpentine or resin based material. It is possible to be supplier related based on their investigation results, supplier quality to review the corrective actions taken by supplier. The investigation is complete as of (B)(4) 2013 10. (B)(4).

Event description:
It has been reported to us that the needle on the manometer of the inflation device failed to respond when pressurized. The physician was performing with nanto's technique. When the physician attempted to withdraw the micro-catheter, manometer of inflation device did not move but pressure was applied on the device. The micro-catheter was able to be withdrawn. The physician deemed using this inflation device with a balloon is dangerous and changed to new one. No health hazard to the patient. The device will be returned for evaluation.

Event description:
It has been reported to us that the needle on the manometer of the inflation device failed to respond when pressurized. Event description: pci was performed with nanto¿s technique. When the physician attempted to withdraw the micro-catheter, manometer of ac3200 did not move but pressure was applied on the device. The micro-catheter was able to be withdrawn. The physician deemed using this ac3200 with a balloon is dangerous and changed to new one. No health hazard to the patient. Device investigation is required. Physician¿s comment: if the ac3200 was used to inflate a balloon catheter it would have caused a serious health damage.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.